Event description:
Patient reported that her pump fell out of her abdomen. Per patient, this caused her to have sepsis. The patient was hospitalized for seven weeks for treatment and then six to seven in home treatment as a result of sepsis. The device was replaced. The pump was delivering dilaudid and an unknown medication; antinflammatory and nausea.

Manufacturer narrative:
Product ID 8709sc, lot # n183226015, implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
It was reported that initially after implant, the patient had bupivacaine and fentanyl in the pump. The fentanyl caused itching which was being managed by oral benadryl. This was not working well so fentanyl was discontinued. The patient remained on just bupivacaine and no additional medication intrathecal or oral route due to financial issues. The patient experienced a lack of effect. A dye study was done. Everything was functioning and there were no leaks or kinks found. In (B)(6) 2009, the bupivacaine was discontinued and morphine was started at 10.0 mg/ml. The patient did not have an infection. She was given preventative antibiotics, cipro to take after an accident that occurred. The patient was assaulted in (B)(6) 2009. A pump pocket repair/revision/replacement was done due to the assault. The patient had some issue at the incision site. Antibiotics were given but it was not infected. The hospitalization was due to the injuries and complications sustained from the assault and because of the pump revision surgery. The patient healed up well and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).